Manufacturer narrative:
A ge rep evaluated the system and reseated the ps1 power supply connectors. System operates as intended. (B)(4).

Event description:
The customer reported the system is displaying a communications error. No pt injury was reported.